Event description:
The pt was receiving pain medication via pca pump. The device recorded that the drug was infusing accurately. However, the volume of intravenous solution in the bag indicated that the pt was not receiving the medication. The pump in question was a rental unit.